Manufacturer narrative:
(B)(4). The pump was received with a scratched case and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery life or low battery alert noted during the testing. However, hardware low level failures during self test and confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a unexplained no delivery alarm and battery lasted less than week. No harm requiring medical intervention was reported. The device was returned for analysis.